Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a case of cement that did not have the stickers. Doe: (B)(6) 2024. Affected side: unknown knee.

Event description:
Additional information was received: was/were there any adverse consequence/s that affected the patient because of the reported event? No.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. It was reported that there was a case of cement that did not have the stickers. Doe: (B)(6) 2024. Affected side: unknown knee. Manufacturing date: 02 oct 23. Expiry date: 30 sep 25. Quantity: (B)(4). Product checked: retained samples. Required testing: tm-t150 cement setting time. There are no non-conformances associated with this lot. The samples returned were tested in a temperature and humidity-controlled laboratory. Lot: 4282471. Dough time: 3 min 02s (spec: 5 min 00s max). Mix characteristics: soft. Setting time: 11 min 42s (spec: 09 min 00s to 13 min 30s). The cement mixed and behaved as expected for the product type and met the appropriate control specification. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device product code-3122040, lot - 4282471 and no non-conformances / manufacturing irregularities were identified.